Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 3 opened and used reservoirs, found 2 of 3 sensors insertion needle bent inside sensor base. Remaining sensor found needle hub separate from sensor base. Unable to confirm customer received sensor in that condition due to customer returned opened and used

Event description:
The customer reported 3 sensors getting stuck in a serter; when attempting to remove the serter, the sensors were all removed from the customer's skin. The customer did report any fractured needles. During troubleshooting it was reported that the needle hub of the first of the 3 sensors was stuck in the serter, which, it was advised, caused the issue with the sensors. The customer was advised to discontinue use of the sensors and to return them for analysis and replacements. The customer's blood glucose value was 118 mg/dl. No further information was provided.